Manufacturer narrative:
Correction: the initial MDR submission inadvertently stated, "...where the use of the o-arm imaging system was aborted." Further review of the reported event found that this statement was incorrect for this incident and this statement should have been omitted.

Manufacturer narrative:
This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Manufacturer narrative:
No patient information provided as no patient was involved in this incident. The damaged charger boards were returned for evaluation; the evaluation confirmed the reported issue of high voltage output. Replacement charger boards were shipped to the site. A medtronic representative replaced the charger boards and completed a system checkout with all checks passing on 16-dec-2015. The system is fully functional. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
During preventative maintenance, a medtronic representative discovered that the battery charger boards on the imaging system were damaged. No patient was present.